Event description:
It was reported that the tip of the torx shaft was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual examination confirmed approximately 3mm or the tip is broken off, consistent with interface during use. Fracture analysis reveals a fairly flat fracture and circular material flow, consistent with torsional overload. Plastic deformation is noted below the fracture surface.